Manufacturer narrative:
Technician found 2 broken wires on male end of nurse communication cable. He replaced defective cable to resolve. No reported injuries.

Event description:
Technician alleged nurse call buttons inoperable from bed.